Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known complication to the procedure. Operational context contributed to the event.

Event description:
Patient had implant of a bifurcated device and a proximal cuff in 2007. After the procedure, it was noted that there may have been a minor endoleak left to monitor. A follow up CT revealed a type I, possibly a type ii endoleak, and on approx two months later, patient was brought in to treat the endoleak with a proximal cuff.